Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that fluid was noted upon opening the cassette door of the liberty select cycler upon completion of the patient's pd treatment. The pdrn noted that the patient is in-training and completing treatments at the facility. The pdrn stated that fluid was within the cassette compartment and outside of it. No alarms were received during the patient¿s treatment. No defect or damage was noted to the cycler set. After previously speaking with fresenius, the pdrn determined that the temperature of the room where treatment is completed is higher than the recommended 70-72 degrees fahrenheit. The pdrn stated the room feels humid ¿like a sauna¿ and suspects that the identified fluid could be the result of condensation/sweating rather than a leak. The physician was notified of the reported event and the patient was prescribed prophylactic antibiotics (keflex and nystatin). The patient did not experience any adverse effects, serious injuries, or required medical intervention as a result of the reported issue. The liberty select cycler remains with the patient for continued use during training. The cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that fluid was noted upon opening the cassette door of the liberty select cycler upon completion of the patient's pd treatment. The pdrn noted that the patient is in-training and completing treatments at the facility. The pdrn stated that fluid was within the cassette compartment and outside of it. No alarms were received during the patient¿s treatment. No defect or damage was noted to the cycler set. After previously speaking with fresenius, the pdrn determined that the temperature of the room where treatment is completed is higher than the recommended 70-72 degrees fahrenheit. The pdrn stated the room feels humid ¿like a sauna¿ and suspects that the identified fluid could be the result of condensation/sweating rather than a leak. The physician was notified of the reported event and the patient was prescribed prophylactic antibiotics (keflex and nystatin). The patient did not experience any adverse effects, serious injuries, or required medical intervention as a result of the reported issue. The liberty select cycler remains with the patient for continued use during training. The cycler set is available to be returned to the manufacturer for physical evaluation.